Event description:
It was reported that the implantable neurostimulator's (ins) battery died prematurely 2 months after implant. The patient's programmer showed "call your doctor" icon - eri. The patient experienced loss of therapeutic effect and no stimulation sensation. He was in a lot of pain and "in tears daily" since the device stopped working. The patient was at home in fair condition. The company representative tested the device and it was depleted. He reported that the battery lasted 3-4 months. The device was programmed at very high output, multiple programming changes had been made. Replacement of the ins with a rechargeable one was discussed. The health care professional reported ambulation changes, emotional changes and increase in pain because of device failure. A follow-up report will be submitted if additional information becomes available.